Manufacturer narrative:
Concomitant medical products:w1dr01 ipg implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise / non-physiologic oversensing. The lead remains in use. No patient c complications have been reported as a result of this event.